Event description:
It was reported that prior to a lithotripsy procedure, upon connecting the fiber to the console, the fiber was observed to be broken at the body, as green light was seen emitting from the body of the fiber. A second fiber of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was not returned; therefore, no product analysis could be performed. Media inspection of the photo provided by the customer was conducted, which showed the fiber broken within the body, as evidenced by green light emission from the fiber body. The reported complaint of fiber break was confirmed based on this media evidence. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use (IFU), the following is cautioned: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. A review of the lighttrail fiber hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information, the most probable cause of the event was determined to be unintended use error, where the interaction between the user and the device contributed to the event.